Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-06080 and 06081. It was reported the patient was not receiving effective stimulation and stopped using her scs system some time ago. The patient's ipg was replaced with a new one since it was no longer operable. During the same procedure the physician also implanted two new leads, leaving the old leads still implanted. The patient is not receiving effective stimulation.